Manufacturer narrative:
Investigation results: no photos displaying the reported defect or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: the valve on this IV system failed. Upon removal of the needle from the system once inside the patient's vein, blood leaked from the back end of the IV system. This was removed from the patient and a second IV was placed without incident. Regarding patient harm/injury/negative outcomes, the outcome for these was that the patient needed to be poked again to establish IV access. The ivs removed were otherwise working and successful. For the 18g ivs that leaked after accessing, the clinician had to clean blood off the patient that leaked causing a less than satisfactory patient experience.